Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height reported as (B)(6); and case number reported as (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Partial UDI: (B)(4). Device is an instrument and is not implanted/explanted. Device is unavailable for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure for a femur fracture a drill bit broke on (B)(6) 2016. While drilling the distal locking screw through the dynamic locking hole, the drill bit broke off possibly from too much torque and momentum. The fragment was unable to be removed and remains in the patients bone. There was a one minute delay in surgery. The surgery was completed successfully. Patient status is unknown. Concomitant devices reported: distal locking screw (part# unknown, lot# unknown, quantity 1), nail (part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4).